Event description:
The device was used during a laparoscopic cholecystectomy. The clips were dropping, on reloading cycle. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cylced, fed and formed the remaining clips as designed. There were no anomalies noted of the clips dropping. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each as it occurs in order to continuously improve co's products.